Event description:
It was reported by the pt's attorney that as a result of having the device implanted that the pt has experienced significant mental and physical pain and suffering, sustained permanent injury, permanent and substantial physical deformity, including vaginal mesh erosion, desability due to chronic pain syndrome secondary to mesh, chronic vaginal pain with standing and walking, dyspareunia, stress urinary incontinence, urinary retention, levator myalgi, levator ani muscle disfunction, pelvic pain syndrome, scarring, adhesions, recurrent cystocele/rectocele and depression, and has undergone or will undergo corrective surgery or surgeries.